Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - lot 4706522 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve passed the tests for programming, occlusion, leak, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer was probably due to after steam sterilization the ruby ball sticks to the ruby seat¿ potential effect(s) of failure include ¿'excessive pressure required to flush the valve pre-procedure ("valve popping).

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported underdrainage from a codman certas plus on (B)(6) 2021. A codman certas plus valve was implanted in a (B)(6) year-old patient with low pressure headaches on (B)(6) 2021 (shunt system with medtronic catheters); the patient reportedly had an external ventriculostomy drain prior to shunt insertion and then evd was set at 15cm. During the surgery to implant the shunt system there was good flow from the ventricular catheter, but when connected to the certas valve there was no flow through the shunt unless the reservoir was pushed. The certas plus valve was set at 5 with an opening pressure of 145mm/h2o as this aligned with the treatment regimen of 15cm on the evd. ¿the surgeon expected the shunt to drip as the flow from the catheter was so strong.¿ there was no siphon guard. The patient¿s headache symptoms continued overnight and into (B)(6) 2021 so the surgeon decided that the shunt should be changed because they were concerned about the lack of flow when implanted. The patient was taken back to the operating room on (B)(6) 2021 and the valve was revised with another certas plus valve. Model of replacement valve not specified. As of (B)(6) 2021, the patient was reportedly doing well, and the valve was set at 6.